Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was giving error messages on two different centrimag consoles. The motor was taken our of service. No patient was associated with this event as the biomedical engineer noticed this while doing a routine check of the equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor causing error messages was not confirmed. The centrimag motor (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. This investigation will be reopened with further analysis in the event that the motor is returned. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor alarms, as well as appropriate operator response to these events. No further information provided. The manufacturer is closing the file on this event.